Event description:
On (B)(6) 2012, the reporter/pharmacist contacted lifescan (B)(4) alleging that a one touch verio iq meter read inaccurately high compared to another meter. This complaint was initially ruled-out due to lack of data (no blood glucose results were provided). Lifescan cannot confirm any inaccuracy from the data provided. The lifescan meter reading and other reading were not provided. There was no injury or medical attention sought due to the issue. This complaint is now being reported because the test strips involved with this complaint failed device investigations on (B)(4) 2012. Investigation revealed that a control solution test result was above the expected range with the returned test strips. Lifescan has received the meter involved with this complaint on (B)(4) 2012 but investigations have not been completed at this time.

Manufacturer narrative:
Follow-up (8/31/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.